Manufacturer narrative:
H4: the lot was manufactured between january 2, 2024 - january 3, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a used infusor device containing no fluid in the bladder; there were a few droplets of liquid on the exterior surface of the device and white drug residue in a bag that carried the infusor device during patient use suggesting a possible leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked chemotherapy drug; the leak was noted inside the bottle and outside the balloon. This occurred during patient infusion. There were no signs of damage on the device; however, the balloon was completely deflated. The device was filled with fluorouracil hs (accord) 4800mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.